Event description:
It was reported that the ilet pump¿s wake button was intermittently unresponsive, occurring several times over roughly a week, and the user provided a video demonstrating the issue; the device was replaced and the user was advised that the replacement would not be watertight, and the user utilizes a dexcom g7 and has backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including the submitted video. Investigation of this case revealed an electrical problem consistent with a key/button not working, with the issue traced to the switch/relay component associated with the wake button. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.